Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported problems with reservoirs leaking. The customer did not have the reservoirs with her, and did not want to troubleshoot. Nothing further was reported.